Manufacturer narrative:
Our product lab received one model 12tlw405f35 catheter. Blood was visible on the balloon and the through lumen hub. The proximal bushing had slipped distal on the catheter tip, exposing an inflation port. The balloon was found to be ruptured. The proximal windings were removed to match the balloon latex edges, which did not appear to match at the ruptured location. The through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from the catheter body or windings. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of leaking was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, a fogarty catheter model 12tlw405f35, lot 64405987, was noted to be leaking through the lumen upon inflation. There was no injury to the patient.